Event description:
It was reported that the patient had a lead replacement due to high impedance. Implant card noted impedance 5000 ohms. No additional relevant information has been received to date. The explanted lead has not been received for analysis to date.